Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction white screen and no image was due to damaged charged coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the device had a white screen and no image. The most probable cause of the malfunction white screen and no image was due to damaged charged coupled device (ccd) unit. There was no patient involvement.